Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen. Touchscreen was found out of calibration and was replaced. Analysis also found the handle was cracked and the media door was broken. It was noted error found in the programmer software history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a problem with pen calibration and the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.